Event description:
The customer initially reported that their device had failed its self test. After an evaluation of the device by the hospital biomed, it was observed that there was a loose connector inside and the device had its service indicator illuminated. The loose connector was determined to cause a leads off condition in the paddles lead mode on the device. The device would not have the ability to monitor a patient's ECG rhythm in paddles mode or deliver defibrillation therapy using AED mode due to the loose connector. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the flex cable assembly which connects the user interface pcb assembly with the stack and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed flex cable assembly and observed it to be broken. The cause of the broken cable was not determined.